Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other device is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with st elevation myocardial infarction and underwent a stenting procedure to treat a target lesion in the left anterior descending artery. A perforation occurred during use of an unspecified stent. The 2.8 x 19 mm graftmaster stent delivery system was advanced to treat the perforation; however, the stent delivery system was unable to cross, possibly due to the previously implanted unspecified stent. The graftmaster device was removed without difficulty and the 2.8 x 16 mm graftmaster stent delivery system was then advanced to the perforation; however, this device was also unable to cross, possibly due to the previously implanted unspecified stent. Reverse anticoagulation medication was administered and time was allowed to make sure that the perforation sealed. Post procedure, the patient is doing well. No additional information was provided.